Event description:
Freestyle libre2 kept reading incorrectly low and sounding low sugar alarm. Happened multiple times over multiple days with even different sensors. Readings were far off manual finger stick readings.